Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received undeployed. Timeouts and a drive stall were observed during second prime of the device's run. The device completed first and second prime in an expected number of pulses. The device was reset and rerun, and no anomalies were observed during the rerun. The cause of this drive stall could not be determined. The drive stall can be attributed as the cause of the device's failure to deploy.